Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in two pieces with the helix retracted and clogged blood/tissue. After cutting, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited failure to capture. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.